Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. An initial elevated result of 0.059 ng/ml was obtained and released out of the laboratory and questioned by the clinician. Subsequent testing of the patient's sample (centrifuged aliquot), on the same instrument, produced lower results of 0.015 and 0.013 ng/ml, within the normal reference range. An amended report, with a result of 0.015 ng/ml, was issued to the clinician. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in a greiner serum tube and centrifuged at 4,200 rpm (rotations per minute) for ten minutes. The sample was clear in appearance. The customer stated quality control (qc) had been performing within the laboratory's established ranges. No system errors were noted at the time of the event.